Manufacturer narrative:
The subject device was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon, and also found that this phenomenon was attributed to the failure of the printed circuit board (cr board). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4), omsc surmised that this phenomenon was attributed to the failure of the printed circuit board (cr board). Also, the exact cause of this printed circuit board failure could not be conclusively determined, but it was surmised that this failure was attributed to wear or accidental failure. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair (noisy image) at (B)(4), it was found that the endoscopic image of the subject device was not displayed on the monitor by noise. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.